Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) yr old female pt's doctor contacted zoll to report that the pt was treated. A review of the event indicates that the pt experienced two inappropriate defibrillation events. Motion artifact contributed to the false detection. The pt was conscious and dancing at a party at the time of the event. The response buttons were only pressed after the second treatment was delivered. The pt went to the hosp following the event and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat a pt. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4), (B)(6) 2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.